Event description:
Review of the DHR for the generator indicates the device met all specifications prior to distribution.

Event description:
Surgery occurred (B)(6) 2016. The implanted lead was disconnected and then re-connected. Diagnostics were performed and the impedance was within normal limits. Impedance was measured several more times and all the results were reportedly okay indicating the high impedance was likely due to incomplete pin insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that while attending a patient's dosing appointment high lead impedance and low output was observed. The device had only recently been implanted. The patient was scheduled for consult with the surgeon, and they suspect that the lead pin may have come out. The company representative said there was no trauma, falls, no pain, and patient doesn't have any adverse feelings like erratic stimulation, so the patient's settings were not changed. X-rays were taken, but have not been received by the manufacturer for review to-date. Additional relevant information has not been received to-date. No known surgery has occurred to-date.